Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pain") and ectopic pregnancy with contraceptive device ("ectopic pregnancy / pregnancy (ectopic)") in a 29-year-old female patient who had essure (batch no. 628320) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 1 year 6 months after insertion of essure, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and urinary tract infection ("infection: recurrent utis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic adhesions ("other: pelvic adhesions") and abdominal pain ("abdominal pain"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (to remove the essure implant, salpingectomy (one side removal of fallopian tube ectopic pregnancy)) and surgery (salpingectomy to remove ectopic pregnancy). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, ectopic pregnancy with contraceptive device, pelvic adhesions, urinary tract infection and abdominal pain outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, ectopic pregnancy with contraceptive device, pelvic adhesions, pelvic pain and urinary tract infection to be related to essure. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet was received events- other:pelvic adhesions, infection: recurrent utis and pain. Reporter information, lot number was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pain") and ectopic pregnancy with contraceptive device ("ectopic pregnancy / pregnancy (ectopic)") in a 29-year-old female patient who had essure (batch no. 628320) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 2. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 1 year 6 months after insertion of essure, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and urinary tract infection ("infection: recurrent utis"). In 2015, the patient experienced abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic adhesions ("other: pelvic adhesions") and abdominal pain lower ("lower left abdomen pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (to remove the essure implant, salpingectomy (one side removal of fallopian tube ectopic pregnancy)) and surgery (salpingectomy to remove ectopic pregnancy). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, pelvic adhesions, urinary tract infection, abdominal pain, dysmenorrhoea and abdominal pain lower outcome was unknown and the ectopic pregnancy with contraceptive device had resolved. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, ectopic pregnancy with contraceptive device, pelvic adhesions, pelvic pain and urinary tract infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2018: plaintiff fact sheet received. Events- "dysmenorrhea (cramping), lower left abdomen pain", historical condition, lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pain") and ectopic pregnancy with contraceptive device ("ectopic pregnancy / pregnancy (ectopic)") in a 29-year-old female patient who had essure (batch no. 628320) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 1 year 6 months after insertion of essure, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and urinary tract infection ("infection: recurrent utis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic adhesions ("other: pelvic adhesions") and abdominal pain ("abdominal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (to remove the essure implant, salpingectomy (one side removal of fallopian tube ectopic pregnancy)) and surgery (salpingectomy to remove ectopic pregnancy). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, ectopic pregnancy with contraceptive device, pelvic adhesions, urinary tract infection and abdominal pain outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, ectopic pregnancy with contraceptive device, pelvic adhesions, pelvic pain and urinary tract infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2018: quality-safety evaluation of ptc (product technical problem). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2010. At the time of the report, the pelvic pain and ectopic pregnancy with contraceptive device outcome was unknown. The reporter considered ectopic pregnancy with contraceptive device and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.